Event description:
An initial report was received reporting a blood leak right away. The facility was contacted for add'l info on this incident. It was learned that upon initiation of the dialysis treatment, gross blood was noted in the dialysate hose. It was confirmed that the event was an internal dialyzer leak. The reported blood loss was 101 ml. The pt had a stat h and h drawn. A new dialyzer was used to complete the treatment without further incident. There is no sample. The child was discharged to home when the treatment was complete. There is no further info that was reported regarding this incident.

Manufacturer narrative:
(B)(4).